Event description:
As reported by legal team, patient original surgery was performed by dr. (B)(6) at (B)(6) hospital in (B)(6) in 2014. Patient moved from (B)(6) to (B)(6) after the primary surgery. Patient has had two (2) revisions in (B)(6) at (B)(6) medical center with a dr. (B)(6) says had pain and issues following the primary surgery. When patient had first revision in 2017, the surgeon corrected a ¿patellar issue¿ (the patellar button was loose he thought), and ¿tightened the knee¿. However, only the insert was exchanged. The patient continuing pain and mobility issues, then in (B)(6) 2021 had a second revision. Patient believes all the components were removed in 2021, and surgeon said he had significant lysis. Patient has had to work from home since the surgery, has leg length issues, continuing pain, etc. Patient is male, (B)(6) and has very limited mobility.

Manufacturer narrative:
Concomitant products: trapezoid tibial tray sz 4f/5t (cat# 204-04-45 / serial# (B)(4)) three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)) optetrak asy,ps cemented femoral, sz 4, (cat# 234-03-04 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by legal team, a 46 year old male patient had original surgery performed by a surgeon in newark, nj in 2014. Patient moved from nj to pa after the primary surgery. Patient has had two (2) revisions in pa with a surgeon and says had pain and issues following the primary surgery. When patient had first revision in 2017, the surgeon corrected a ¿patellar issue¿ (the patellar button was loose he thought), and ¿tightened the knee¿. However, only the insert was exchanged. The patient had continuing pain and mobility issues, then in (B)(6) 2021 had a second revision. Patient believes all the components were removed in 2021, and surgeon said he had significant lysis. Patient has had to work from home since the surgery, has leg length issues, continuing pain, etc. And has very limited mobility. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent (B)(6) 2021 revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, and investigation conclusions." The reason for the revision reported in incident may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, a contributing factor may have been the tibial insert being packaged in a non-conforming bag for more than five years.

Manufacturer narrative:
The reason for the revision reported in incident may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, a contributing factor may have been the tibial insert being packaged in a non-conforming bag for more than five years.